Manufacturer narrative:
Device passed the displacement test but motor error alarm during rewind the basic occlusion test due to loose drive support disk. Unable to perform the occlusion, prime or a33 and excessive no delivery alarm due to loose drive support disk. Device received with cracked battery tube threads and cracked keypad overlay. The p-cap locks into the reservoir compartment properly noted. No charge or battery lasts less than expected anomaly and no failed battery test alert noted. Motor passed motor test.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump's buttons had to pressed in a certain spot to response and motor grinds. The customer¿s blood glucose level was unknown at the time of the incident. The customer reported that the insulin pump had cracked on the button, hard to screw battery back in, battery lasts 7 days, rejects new battery, unexplained no delivery and slow to rewind. The insulin pump will not be returned for analysis.